Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t10-iliac to treat degenerative scoliosis. It was reported that the tip of the driver broke during use. The fragment was removed from the patient. No patient complications were reported.

Manufacturer narrative:
Additional info: visual review confirms distal tab broken off on the shaft. Optical examination of the fracture reveals a fairly brittle fracture surface with no indication of fatigue. The morphology of the fracture suggests the possible direction of propagation, with evidence of shear lips on the interior side of the tab. The location of the fracture, relative to the proximity to the handle suggests possible unintentional bend stress overload during instrument usage.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.